Manufacturer narrative:
(B)(4).

Event description:
It was reported that the packaging of the thermodilution catheter kit was not sealed. The issue was discovered during incoming inspection. There was no patient involvement.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that "the packaging is not sealed" is not able to be confirmed. Only a small portion of the original packaging lid stock was returned and it could not be determined that the lid stock was not sealed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the packaging of the thermodilution catheter kit was not sealed. The issue was discovered during incoming inspection. There was no patient involvement.